Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including full functionality testing without duplicating the report. Internal inspection found no discrepancies. The device's color cable was replaced as a precaution. The device was recertified and returned to the customer. The device log does not capture display related issues. No trend is associated with reports of this type.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's display intermittently showed multi colored lines and was not legible. Complainant indicated that there was no patient involvement in the reported malfunction.